Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the coronary dilatation catheters (cdc), mini trek rx, global instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the mini trek rx device is 14 atm; therefore, rbp was exceeded. The investigation determined the reported balloon rupture appears to be related to user error and circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo, chronic total occlusion, located in the mid right coronary artery. The 2.0 x 15 mm mini trek balloon catheter was advanced for pre-dilatation and inflations were performed several times between 10-18 atmospheres. An infusion of contrast agents was observed leaking from the balloon. After retraction of the balloon catheter from the anatomy a balloon rupture was noted. A new 2.5 x 12 mm high-pressure balloon was used for pre-dilatation, followed by the placement of a stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.